Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead reported a feeling of discomfort. The patient was given medications and was sent home. During a regular follow up, the physician noted that the patient had abnormal shock lead impedance measurement of more than 200 ohms. Other measurements were normal. The physician changed the vector configuration and the polarity of the lead but the same issue occurred. Boston scientific technical services (ts) discussed the potential causes and suggested measures to evaluate system integrity. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.